Event description:
Customer reported he was unable to test due to the adc freestyle libre reader not powering on with button press or test strip insertion. Customer experienced frequent urination and sweating and required treatment of an unspecified injection provided by a third party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned and the serial number associated with this complaint provided was not found in the manufacturing database. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre reader and no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date that the incident occurred is unknown. The date entered in is based on the customer report of "3 weeks ago". All pertinent information available to abbott diabetes care has been submitted.